Event description:
It was reported that an ilet user experienced persistent hyperglycemia after dinner, remaining about 261¿270 mg/dl for approximately three hours despite automated correction boluses; the user replaced the infusion set (inset 23" 6 mm) with guidance, noted a normal-appearing cannula on removal, and subsequently returned to 109 mg/dl. Symptoms included elevated blood glucose without ketosis, loss of consciousness, dizziness, or other acute sequelae. Outcomes included no medical intervention, no hospitalization, no assistance from others, and no backup therapy beyond continued pump use. Investigation included telephone-based troubleshooting and education, infusion set change, resumption of insulin delivery, and follow-up confirmation of return to range. Investigation of this case revealed no device alarms and no observable infusion set damage, with hyperglycemia of unclear origin and resolution after site change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.